Manufacturer narrative:
Manufacture date: 25-jan-2025. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -7.5/2.0/089 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault and the problem was resolved. Cause reported as user error; device did not fail to perform as intended.